Event description:
Pt treated on (B)(6) 2014 returned to the clinic on (B)(6) 2014 complaining of increased pain and swelling in right underarm. Pt was treated for cellulitis. Pt presented to the ER later that night. The right underarm was incised and drained (culture taken). Pt treated with vancomycin IV and hospitalized for observation less than 24 hours. Pt visited treating clinic (B)(6) 2014 for a dressing change and was started on an antibiotic (bactrim) and painkiller (vicodin). An update provided by the clinic on (B)(6) 2014 indicated the pt was resolving appropriately, with full resolution expected in 1 or 2 weeks.

Manufacturer narrative:
Review of lot history records for the involved devices confirmed manufacturing steps and processes (including sterilization processing) were met and followed, with no issues identified. Additional serial# (B)(4), lot# 13h0704.